Event description:
It was reported that during a hand assisted sigmoid resection and small bowel resection, the upper ring separated from the lower ring. The procedure was completed with another device. There was no adverse consequence to the patient.